Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had driveline sheath damage due to wear and tear. Repair was performed by vad coordinator, therefore there is no service report. Device remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Driveline cable (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. Visual evidence of the driveline cable provided by the site revealed damage to the outer sheath of the driveline cable. Additionally, visual evidence revealed yellowing in the outer sheath. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the driveline damage may be attributed to multiple factors, including but not limited to wear and/or handling of the driveline. Based on historical review of similar events, the most likely root cause of driveline discoloration may be attributed to exposure to uv light. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.